Manufacturer narrative:
The investigation of the reported failure mode has been completed. Product was not returned for investigation, and data log review was not required for this case run. Product damage (introducer kink): the cause of the introducer damage issue was most likely related to the patient's tortuous anatomy, based on the given clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
A.4 is unknown. The introducer was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during impella cp insertion, after the dilator was removed, two kinks were noted in the introducer and the decision was made to take the peel away sheath out and place a 16 french cook sheath. No kinks were further noted. The impella cp inserted without issues starting with flows at 3.3 liters per minute. They proceeded with percutaneous coronary intervention of the left main bifurcation. However, the team was unable to wire circ after several attempts. Although flow was great, the team decided to abort. The impella cp was removed successfully and the patient survived.